Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that battery cap was screwed on crooked and was not able to remove. Customer's blood glucose was 483 mg/dl. It was then reported that customer took insulin pump to (B)(6) where battery cap was removed, but it was stripped. Customer was advised that battery cap would be replaced.